Manufacturer narrative:
This incident was reported by a sechrist industries inc. Sales representative on behalf of the customer. No patient incident was reported. Evaluation of the battery pack is not possible as the unit will not be returned to sechrist for evaluation. Since the unit will not be returned, we cannot confirm the reported issue or conduct an investigation on the unit. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by managementon a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be asessed,documented, and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer is reporting that the battery plug tab that hold the connector in male configuration is broken and allows it to slide exposing the contact point. Customer plugged in the battery to the charger in the wrong configuration casuing the battery to short and spark. No patient incident was reported.